Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the atrial fibrillation ablation procedure, a leak was confirmed from the hemostatic valve. As another introducer (swartz) was already inserted into the patient, the procedure was completed without replacing the agilis, and there were no adverse patient health consequences. The hospital has discarded the reported device.